Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate the reported issue. Physio observed an electrically shorted capacitor on the power pcb assembly and replaced the pcb assembly. This capacitor could potentially cause the reported issue; however after further testing of the power pcb assembly, physio was unable to duplicate the reported issue. Other unrelated repairs were made to the device. After observing proper device operation through functional and performance testing, the device was returned to the customer. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered itself off and on during patient use. There were no adverse effects to the patient due to the reported issue. No further information on the patient or event are available. Physio-control has attempted to try to obtain patient information however, the customer has not responded.